Manufacturer narrative:
Correction information was provided in d.4. Additional information has been provided in d.9., h.3., h.6., and h.11. The lens was returned positioned incorrectly in the lens case. The lens was off center, pressed on two posts of the lens case. Viscoelastic was present on the lens. One haptic was bent on a post due to the returned position of the lens. The haptic edges were examined, and no haptic damage or abnormalities were observed. Product history records were reviewed and the documentation indicated the product met release criteria. The account indicated the use of qualified associated products. The product investigation could not identify a root cause for the reported complaint. The returned lens was evaluated. No haptic edge damage or abnormalities were observed. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during surgery, posterior capsule ruptured when rotating the lens, surgeon suspects haptic edge defect caused this incident. A backup sulcus lens used as replacement. The procedure completed on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).